Manufacturer narrative:
No sample has been returned for evaluation for the complaint of dull blades; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A clinical manager reported that the knife was dull. It was not cutting tissue well. The case was completed using an alternate knife. There was no harm to the patient. This is one of several reports from this facility.